Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer gabapentin cubie failed. When the customer attempted to recover the cubie, the tylenol cubie also failed, and zofran subsequently appeared greyed out. It seemed that the entire drawer 2 had malfunctioned. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer found that the half height cubie drawer 2-1 on the main cabinet had failed cubie pockets and was not detected on bus. Reseated the row board cable, ribbon cable and retractor band and logged into hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.